Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had her 45-day follow-up transesophageal echo (tee) on (B)(6) 2021. The following day, the patient was notified by the physician's office to stay on (B)(6). The patient commented that "something showed up on the tee outside the watchman, it could be plaque, a blood clot or nothing." The patient is having a computerized tomography (cat) scan done on (B)(6) 2021 to reevaluate what was seen on the tee.